Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. In addition, increased threshold measurements were observed. Technical services (ts) was consulted and provided troubleshooting and programming options. Subsequently, the lv vector was reprogrammed. The lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. In addition, increased threshold measurements were observed. Technical services (ts)was consulted and provided troubleshooting and programming options. Subsequently, the lv vector was reprogrammed. The lv lead remains in service. No adverse patient effects were reported. Additional information was received that the lv lead was returned severed approximately 77mm from the terminal end. Only the proximal segment was returned. No allegations were received at the time of the partial lead return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Note: typical surgery-related damage is noted but is not considered abnormal. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high capture threshold measurements and high out of range pacing impedance measurements.